Event description:
It was reported that the mania may possibly be related to vns therapy. The patient has a pre-vns history of mania. It is unknown if there were any recent medication changes or other factors that may have contributed to the mania because the patient was released from the physician's practice in (B)(6) 2013. The physician indicated that the vns works well for the patient's bipolar depression. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient was hospitalized due to a manic episode and that his device needed to be replaced. No further details were provided. Attempts to obtain additional relevant information will be made.

Manufacturer narrative:
.